Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating issue with o2 concentration and an expiratory cassette error. According to our field service engineer, the ventilator was serviced by a third party. The only information given was that replacement of the o2 cell solved the reported issue. No further information was provided. The root cause as to why the o2 cell was defective cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating issue with o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).